Event description:
It was reported that the screen was multi-color and pixelated when the programmer was turned on. The programmer and analyzer were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the analyzer would not communicate with the programmer properly and it would not initialize. Product ID: 2090 programmer. (B)(4).